Event description:
The plaintiff's attorney alleges that the pt experienced a sudden cardiac arrest and subsequently expired that day. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of add'l info.